Event description:
4 french ng tube in place. Rn aspirating excessive air with a whistling sound consistent with leak or misplacement. This ng tube removed and a new 4 french ng tube obtained. Ng tube placed with ease. Again, air and a whistling sound heard when aspirating excessive amount of air. A 5 french tube obtained and placed with ease and immediate residual obtained. Patient was not harmed from event. Patient was later discharged. This is a new product with low usage. It is concerning that two tubes did not work: possibly defective devices.